Event description:
It was reported that the balloon of a large volume infusor appeared not deflated after 48 hours. The nurse checked the device, flushed the port needle via side port with no resistance identified. The patient reported the device was reducing the next day however the balloon appeared with no change after 96hrs. The device was filled with fluorouracil 4350mg in sodium chloride 0.9%. The issue was identified during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter postal code: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from july 22, 2021 - july 26, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed fluid contained inside the bladder but flow of fluid was not observed at the distal luer of the infusor device which suggested a no flow issue may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.